Event description:
It was reported that the device was turning on by itself. No case was involved. No user injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Product failed for hand piece error due to left button stuck in the on position. Product passed functional testing after button was unstuck. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include a burr in the bushing, a bad finish on the stem, or a defective spring.